Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies and none were found. Ran the occlusion test and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received no delivery alarm. The customer's blood glucose was 175 mg/dl at the time of incident. The customer's father changed the infusion set with current reservoir. The customer's father performed plunger push and the insulin did not exit. The customer's father changed the reservoir with current infusion set. The insulin did exit and the insulin pump did not alarm no delivery during manual prime. The customer's father was advised that the no delivery alarm was resolved by changing the reservoir. The reservoir was returned for analysis.